Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was concern for pump thrombosis. Elevated power and flows were observed. The patient¿s lactate dehydrogenase (ldh) was normal. Additional information was request, however was not provided.

Manufacturer narrative:
Section d4, h4: additional information section h3: correction manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported suspected thrombosis could not be confirmed through this evaluation. Analysis of the log file provided by the account confirmed transient elevations in power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted log files for review. Analysis of the submitted log files revealed transient power elevations up to 10.8 watts recorded on (B)(6)2019, (B)(6)2019, (B)(6)2019, and (B)(6)2019. Most of these elevations appeared to be associated with pi events. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient had elevated high power and flow. The account also reported a concern for thrombus. According to the account, a ramp tte was planned for next month. Multiple attempts for additional information regarding this event were sent to the customer and no further detail was provided. The patient ultimately underwent a pump exchange on (B)(6) 2019. The heartmate ii lvas, serial number (B)(6), was explanted and returned for evaluation (MFR # 2916596-2019-05563). The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in this IFU. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Finally, this IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.